Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited r-wave sensing variation, failure to capture, and high impedance. It was discovered that the lead had perforated the heart and migrated into the lung, resulting in pericardial effusion and pneumothorax that required a chest tube to drain. The lead was explanted. The patient was stable post operation.

Manufacturer narrative:
The reported events were cardiac perforation, high impedance, failure to capture, and r-wave amp variation. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. X-ray examination found the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the lead and applying the torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. The reported events of high impedance, failure to capture, and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.